Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, while the device was being used in the omentum, during the quick application of the clips, the clips didn't hold. The clips fell into the patient's cavity and was retrieved with a grasper. The procedure was converted from laparoscopic to open. A suture was used to resolve the issue and complete the case. There was no patient injury.